Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver fentanyl, clonidine, and an unknown drug. It was reported that it had been 4 months since the patient had a new pump and they were having problems with their handset. Per the patient, it took 5 minutes to get a bolus. The patient mentioned that when they put the communicator over the pump, they thought the pump was placed in a different location because it wouldn't connect and deliver a bolus. The patient stated that it kept getting stuck at 90% and they were searching for the pump. When asked for the event date, the patient mentioned that they noticed it since they had "a new one". The patient also stated that they were losing a bolus. The patient was supposed to have 10 boluses but, at midnight, they would only have 9 or sometimes it would show 10 boluses but, later in the day, they would be missing one bolus. Patient services assisted the patient in clearing data on the handset and the patient was able to connect to the pump much faster. Patient services reviewed information on daylight savings time on the pump and redirected the patient to the healthcare provider (hcp) to assist. The patient mentioned that the hcp would be on vacation until the next year. Additional information received from the patient reported that the application was getting slow again. Agent reviewed data and assisted in deleting data. They were able to connect to pump without lag. They will call back if further assistance is needed.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: on (B)(6) 2025. Explanted: product type catheter product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#:. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.